Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the staples would not advance. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, yes(20) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported "staples would not advance" occurred due to an inverted staple in cartridge track which would not allow following staples to load into nose. No conclusion could be reached as to how staple became inverted in track.